Event description:
A (B)(6) y/o boy was injured at night while sleeping with a prescribed enuresis alarm. Parents purchased enuresis alarm at recommendation of dr. Child was asleep and wearing the alarm and an hour into sleep, the alarm short-circuited. Under normal operation, child would have slept for 8-10 hrs with the alarm with no heating up. However, this alarm got hot from the potential short on the device and the outside temperature of the alarm rose to a dangerously high temperature. Since the alarm is in contact with the child's skin, the heat burnt the child. Parents claimed that the temperature rise was sudden and fast which was quick enough for the child to not detect the alarm heat and therapy causing burns. Parents treated child for minor burns and next morning, took him to the dr's office. The administrating dr has concluded that the burn was the result of a defective device and not abnormal use by the child. The device shape has changed from excessive heat.